Manufacturer narrative:
510k: this report is for an unknown pfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: kim, k.k., ryu, s.k., lee, s.w., cha, h.j. (2020), is full-length intramedullary nail necessary for atypical subtrochanteric femoral fracture associated with bisphosphonate?, journal of bone metabolism, vol. 27 (2), pages 133-142, https://doi.org/10.11005/jbm.2020.27.2.133 (korea, south). The aim of this study is to investigate the incidence of ipsilateral secondary fractures after using partial-length nails, and to determine whether the length of the nails affects the outcomes in the treatment of asff. Between 2011 to 2018, a total of 38 patients, with 45 fractures (2 male and 43 female) with a mean age of 76.5 years (range, 59-88) were included in the study. These patients were grouped based on nail length into the partial-length nail group (n=26) and the full-length nail group (n=19). Partial-length nail group used proximal femoral anti-rotation nails (pfna; synthes, oberdorf, switzerland; 200 mm) in 24 cases and competitor device in 2 cases. Full-length nail group used long pfna (340 mm, 380 mm) in 13 cases and competitor device in 6 cases. Radiological follow-up period was an average of 1.9 years (range, 1-5.7 years). The mean follow-up duration was 3.9 years (range, 2-7.2 years). The following complications were reported as follows: partial-length nail group: 2 patients died. In 2 cases, iatrogenic fractures occurred during nail insertion. Full-length nail group: 2 patients died. In 3 cases, iatrogenic fractures occurred during nail insertion. A (B)(6) year-old female patient had a nonunion and breakage of the nail at the insertion hole of the lag screw after 5 months postoperative and underwent revision. An (B)(6) year-old female patient had a nonunion and breakage of the nail at the insertion hole of the lag screw after 5 months postoperative. An (B)(6) year-old female patient had a lateral migration of the inferior lag screw and medial migration of the superior lag screw after 12 months postoperative. Computed tomography showed nonunion and breakage of the nail at the insertion hole of the lag screw. In a (B)(6) year-old female patient, an iatrogenic fracture of medial femoral cortex occurred during nail insertion. In a (B)(6) year-old female patient, an iatrogenic comminuted fracture of proximal femur occurred during nail insertion. In 5 cases out of 10 conservative treatments for abnormal radiologic finding, atypical femoral fracture (aff) occurred. In 2 patient who did not stop bp, a contralateral asff occurred after post-operative 15 months in 1 patient and metal failure after post-operative 6 months in another patient. This report is for an unknown synthes pfna nail. It captures the reported (B)(6) year-old female patient who had an iatrogenic fracture of medial femoral cortex which occurred during nail insertion. This is report 3 of 4 for (B)(4).